Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva blood glucose results of 61 mg/dl, 168 mg/dl, and 63 mg/dl within 10 minutes. Caller reported another, separate comparison on the same system of 77 mg/dl, 57 mg/dl, and 184 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.